Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the holder separates from the needle during use. Patient experienced pain in the process, but no health impact reported.

Manufacturer narrative:
H6. Investigation exec summary: material #: 368835. Lot/batch #: 3296790. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for hub-holder separation was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of hub-holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-holder separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.